Manufacturer narrative:
The customer did not supply patient's weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. The customer was advised to send the patient's sample to the beckman coulter complaint handling unit (chu) for evaluation. The marseilles chu received one (1) sample for investigation. The patient's sample was analyzed utilizing the access toxo igg assay on the access 2 immunoassay system (serial number (B)(4)). The marseilles chu obtained two (2) reactive results, two (2) equivocal results and six (6) non-reactive results with reagent lot 592856 (reagent lot used by customer). The cause of these erratic results is unknown. (B)(4). All mdrs associated with this report are: 2122870-2016-00020; 2122870-2016-00021. In conclusion, the cause of the event cannot be determined with the available information. -

Event description:
The customer reported obtaining repeatable reactive toxoplasma gondii igg (access toxo igg) results for one (1) patient sample involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to one (1) other device. The initial access toxo igg result recovered reactive on (B)(6) 2015. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and obtained one (1) reactive result on (B)(6) 2015. The customer analyzed the patient sample on an alternate device, manufactured by roche, which produced a discordant, non-reactive result. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. MDR 2122870-2016-00020 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. Calibration and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.